Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: -, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for monitor was displaying a "no video detected" message. A1102 was coded for "no video detected" message. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after instrument verification, the camera cart monitor was displaying a "no video detected" message. The main cart was receiving expected video. The manufacturer representative (rep) had the site reseat the umbilical cable and reboot the system. They proceeded without using the camera cart monitor for the case. This issue caused no surgical delay. There was no reported impact on patient outcome. During troubleshooting, the clinical consultant (cc) was unable to replicate the initial complaint. The cc moved the display port (dp) cable on the camera cart monitor to try to replicate the complaint, but it did not display no video detected.